Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. An adverse trend was identified with respect to the manifold valve kit and a corrective action that was implemented on (B)(4) for the failure modes related to the valve spring and debris inside the spring chamber. The effectiveness check was completed on (B)(4) 2011. Labeling was reviewed and found to be adequate. A single definitive cause for the customer's issue could not be determined. The fsr performed the pretrigger flush and replaced the drain valve (manifold valve kit) because of a delay in the valve opening and closing. Also, the fsr exchanged the r2 with the stat probe. These troubleshooting steps resolved the customer's issue. In conclusion, a deficiency of the architect system was not identified.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive toxo igg result for an unknown number of patient samples. The false positive toxo igg results were not reported outside the laboratory. The abbott field service representative replaced the pretrigger flush and drain valve, and swapped the r2 with the stat syringe to resolve the issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.